Manufacturer narrative:
(B)(4). A device history record review was performed on the kit and the ampules with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural kit and ampules with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of the broken ampules could not be determined based upon the information provided and without a sample.

Event description:
It was discovered that both medication vials were broken inside the kit. They noticed this after opening the kit but prior to beginning the procedure and opened another kit, the other kit did not have the same issue.

Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. The manufacturer will continue to monitor and trend related events.

Event description:
It was discovered that both medication vials were broken inside the kit. They noticed this after opening the kit but prior to beginning the procedure and opened another kit, the other kit did not have the same issue.